Event description:
A customer reported a low reading issue with the adc device. The customer reported that the low glucose alarm sounded due to low sensor values, and the customer treated with sugars based on this. The customer subsequently became hyperglycemic and went to the emergency room. A healthcare meter result of 400 mg/dl was obtained as compared to sensor reading of 49 mg/dl. The customer was diagnosed with hyperglycemia, and at the time of call waiting for medical team to provide treatment. There was no report of death or permanent injury associated with this event. The results of healthcare meter against sensor, when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed and water based liquid contamination on pcba (printed circuit board assembly) triangle was observed. Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the water based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported that the low glucose alarm sounded due to low sensor values, and the customer treated with sugars based on this. The customer subsequently became hyperglycemic and went to the emergency room. A healthcare meter result of 400 mg/dl was obtained as compared to sensor reading of 49 mg/dl. The customer was diagnosed with hyperglycemia, and at the time of call waiting for medical team to provide treatment. There was no report of death or permanent injury associated with this event. The results of healthcare meter against sensor, when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.